Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, burning, redness, a rash, inflammation, blisters, dry skin, drainage, and pustules extending beyond the patch perimeter. The skin was prepped with alcohol prior to sensor insertion. It was reported the patient took an unspecified oral medication for the skin reaction; however, no other information was provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).